Event description:
It was reported the clamp arm detached from the first blade and the second blade locked out during a laparoscopic radical prostatectomy. Another blade completed case. No patient consequence.